Manufacturer narrative:
Due to the clarification during investigation, the report was reassessed and found to no longer rquire submission - no mulfunction or serious injury. Manufacturing evaluation: general information - the cartridges arrived in a clean status with clip jams and bent latches of the metal sheet. During internally decontamination according to iso 12891-1, the cartridges were deformed. Investigation - the investigation was carried out visually and microscopically with the digital microscope and digital-camera. We made a visual inspection of the two cartridges. One have eleven clips and the other cartridge have seven clips. We also found wrong positioned clips and deformed cartridges. Furthermore we detected deformed latches of the slider sheet. Batch history review - the device quality and manufacturing history records have been checked for the lot number (52514087) and found to be according to the specification, valid at the time of production. One similar incident have been filed with a product from the batch 52514087 (cc 400444059). Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the wrong positioned clips were caused by an improper handling. It appears that the latches of the slider sheet were deformed by a too fast application. A too fast application leads also to the wrong positioned clips. Possibly a damaged clip applicator due to a deformed push rod or something similar could be another cause for the wrong positioned clips. There is the possibility that the deformation of the cartridge caused during reprocessing for the investigation.

Manufacturer narrative:
Investigation on-going. Additional information and results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger ti-p sm-ligat.clips 12 . It was reported that there was an shooting error. The customer describes that by pressing one button two clips have been occurred. That was applied in a cholecystitis operation. They used hemozip for alternative. There was no patient harm. Additional information was not provided. The adverse malfunction is filed under aag (B)(4).